Event description:
It was reported that the patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. Treatment was not reported. It was not reported if the patient was hospitalized. Outcome of peritonitis was not reported. Additional information was requested, but is not available at this time.

Manufacturer narrative:
(B)(4). The date of the onset of peritonitis was on an unknown. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. If there is any further relevant information from that review, a supplemental medwatch will be filed.